Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. The pod data showed an 0x3d alarm occurred, indicating the step sensor asserted before the wire was driven. Within the drive and needle mechanism assemblies, the mechanism rails, hook switch, hook post spring, and pcb assembly were observed to be corroded and discolored; the battery voltages were observed to be lower than expected as well. The other components within the drive mechanism assembly showed no damages or deficiencies. The pod was unable to be rerun and activated due to the corroded pcb. The exact cause of the 0x3d alarm could not be determined. The exact cause of the reported pod communication error event could not be determined. The soft cannula was found to be inadequate due to an observed leak coming from the soft cannula nail head. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports receiving a pod communication error during operation.